Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken into emergency room and hospitalized due to low blood glucose and on (B)(6) 2019. Customer reported that they passed out. The customer¿s blood glucose level was unknown at the time of incidence. Customer¿s current blood glucose level was 227 mg/dl. Customer was treated with intravenous saline. The insulin pump will be returned for analysis.